Event description:
It was reported that pacemaker exhibited potential loss of capture, and the patient's heartrate was in the 30 to 40 beats-per-minute range. The patient was admitted to the hospital. The pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that pacemaker exhibited potential loss of capture, and the patient's heartrate was in the 30 to 40 beats-per-minute range. The patient was admitted to the hospital. The pacemaker system remains in service. No additional adverse patient effects were reported.